Event description:
The clinic reported that a laser vision correction patient presented with corneal flap striae approximately 5 months following an uneventful laser vision treatment. The flap was lifted and repositioned to resolve the issue. The patient's visual acuity one day following this procedure was 20/20 in the right eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.